Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2020. Additional information: d4, h4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the physician who treated the patient and he said everything was all good with the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Was the procedure date (B)(6) 2020? At what site did the bleeding occur? Onset date? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? Has any surgical or medical intervention been performed? Please describe. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative bleeding? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominoplasty and brachioplasty procedure on (B)(6) 2020 and absorbable hemostat was used. The patient returned to the hospital due to bleeding. It was reported that issue for surgeon was if blood was old or new blood. Additional information was requested.